Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿there were two hernias connected by one band of omentum, which was divided and making it as one. The hernia sac was resected. Then a ventralex mesh was placed onto the abdomen using sutures.¿ (B)(6) 2016 - patient was diagnosed with post operative abscess and non-healing wound thereby underwent open repair. Per operative notes, ¿the fluid collection was drained by interventional radiology for the subcutaneous abscess. There was a large amount of pus around the previous hernia repair. The ventralex mesh was perfectly intact and viable.¿ (B)(6) 2016 - patient was diagnosed with deep infected mesh with abscess thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿abscess was noted to be draining from the incision below the umbilicus. Then the umbilicus was removed. Within the abscess cavity the old mesh and sutures were identified. These were removed completely. There was excessive scarring in that area.¿ attorney alleges that the patient had abscess, adhesions, infection, nerve damage, pain, ring break and umbilectomy (removal of the belly button).

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient was diagnosed with bacterial infection, abscess, impaired healing and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list infection as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b, e3, g1, g3, g6, h2, h4, h6, h10.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿there were two hernias connected by one band of omentum, which was divided and making it as one. The hernia sac was resected. Then a ventralex mesh was placed onto the abdomen using sutures.¿ (B)(6) 2016 - patient was diagnosed with post operative abscess and non-healing wound thereby underwent open repair. Per operative notes, ¿the fluid collection was drained by interventional radiology for the subcutaneous abscess. There was a large amount of pus around the previous hernia repair. The ventralex mesh was perfectly intact and viable.¿ (B)(6) 2016 - patient was diagnosed with deep infected mesh with abscess thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿abscess was noted to be draining from the incision below the umbilicus. Then the umbilicus was removed. Within the abscess cavity the old mesh and sutures were identified. These were removed completely. There was excessive scarring in that area.¿ attorney alleges that the patient had abscess, adhesions, infection, nerve damage, pain, ring break and umbilectomy (removal of the belly button).

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient was diagnosed with bacterial infection, abscess, impaired healing and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list infection as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct the date of explant. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.